Event description:
Caregiver alleged while using lift to raise patient from bed, the lift gave way, allegedly causing the patient to drop on the bed. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The patient allegedly fell back onto the bed during the lift operation. It is unknown what caused this incident. Several warnings are listed in the owner's manual for safely lifting the patient. Invacare recommends that two assistants be used for all lifting procedures. It is unknown if more than one caregiver was present. Invacare warns, "when elevated a few inches off the surface of the bed and before moving the patient, check again to ensue that all hardware is properly connected. Check each s-hook to make sure it is completely attached to the metal support bars of the sling. If any attachments are not properly in place, lower the patient back onto the bed and correct this problem.